Manufacturer narrative:
(Conclusions)- code (other)- the rf burn was most likely cause by unwanted rf interference. The internal shielding of the coil may be also damaged, depending of the position of the coil and the pt this could lead to heating of the coil elements causing the rf burn. This is no problem in case isolating material is used, but may lead to burns in case the coil is used without protection. These kind of incidents can be prevented as much as possible, by following the instructions for use.